Event description:
The patient underwent a pci of heavily calcified 90% tandem lesions in a tortuous mid rca. During the procedure, a run-through wire was loaded and a fine cross catheter was used to cross serial stenosis in the mid rca and passed into the distal rca. A balloon was advanced into the mid rca but could not be advanced to the more distal severe stenosis. There was a significant waist in the balloon. An atherectomy was performed and was successful at crossing both mid rca stenosis. Despite multiple maneuvers, a promus elite drug-eluting stent could not be deployed into the mid to distal rca. Therefore this was removed and aggressive redilatation was performed. A sion blue wire was advanced into the distal rca to act as a buddy wire. Wires were then advanced over the sion blue wire and pre dilatation was performed. Four xience sierra stents were deployed extending to the ostium. There was no evidence of proximal or distal stent edge dissection. Post dilatation was then started. While trying to remove the balloon, it was noted that the balloon was stuck to the sion wire and therefore both of them had to be removed as a unit. It was very difficult to rewire through the stent struts into the rca. A bmw wire was used. While trying to remove the wire, the very tip of the wire, at 1 to 2 mm, sheared off and was wedged behind the stent strut at the ostium. After prolonged attempts to remove the tip of the wire, further attempts were abandoned as the risk of causing dissection in the vessel or even the aorta would be increased with further attempts. Post procedure, the vessel had timi-3 flow, the patient was free of angina and was hemodynamically stable.